Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was stated that the case could be disregarded and closed as they had just helped to start the technical support for another facility. In a second gfe response from the same customer, it was stated that they were unable to confirm if the part information request was due to the device being down. A good faith effort (gfe) was made to the remote service engineer (rse) requesting a customer contact so that further information could be acquired from the customer facility which needed the part information. No gfe response was received from the rse. No further work was performed by philips for this device issue and no further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the monitor was dim. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested part information for a user interface (ui) assembly without nav-ring. The rse provided the customer with part number and price. The investigation is ongoing.